Manufacturer narrative:
Despite multiple attempts being made to the user to gather more information regarding the reported event, the user remained unresponsive. No further follow up was possible on the status of sensor removal.

Event description:
On july 16, 2024, senseonics was made aware of an incident where the hcp was unable to remove the user's sensor on the first attempt.